Manufacturer narrative:
The device is in good condition. The complaint attachment indicates ¿simultaneous deployment¿. The complaint indicates that this is related to four other complaints. T1, t2 and suture were not returned. There was no obvious disfigurement or damage to the device. A functional test confirmed that the device cycled and actuated. No mechanical problem was found with the device returned. No further investigation is warranted. It was later found that c-0139617 had 5 sets if t¿s and sutures received. Apparently, these belong to the other four related complaints as well. The condition of the t1¿s indicates a problem with cinching the suture. They all are cinched around the v notch lengthwise around the anchor. This would inhibit proper fixation through the meniscus.

Event description:
It was reported that the t1 and t2 deploy at the same time. No patient injury was reported. A backup device was available to complete the surgery.